Event description:
It was reported that the ventilator shut off, came back on by moving the pigtail, and displayed reset with no audible alarm. The pt was disconnected from the ventilator and ambue bagged until help arrived. The patient was placed on a back-up ventilator. No reported harm to the pt.